Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited high out of range pace impedance measurements greater than 2,000 ohms. Sensing was okay however, pacing thresholds were slightly higher in the bipolar configuration. When the configuration was changed to unipolar the impedance measurements were 1,150-1,450 ohms with good sensing and thresholds. There were some episodes of atrial oversensing due to the initial unipolar configuration. The device was programmed to bipolar sensing and unipolar pacing. The high atrial impedances are believed to be due to damage at the atrial ring. No adverse patient effects were reported. This product remains in-service.